Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 8000 e 602 module. The initial total psa result was 2.28 ng/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The doctor stated the high total psa result was not possible after surgery. The doctor declined to say what actual procedure was performed only that the high result would not be possible. The sample was repeated on a different instrument and the result was 0.006 ng/ml with a data flag. A new sample was obtained and tested on the e602 module in question and the result was 0.006 ng/ml with a data flag. The lower results were believed to be correct. No adverse event occurred. The total psa reagent lot number was 31123900 with an expiration date of 31-jul-2019. The field service engineer (fse) visited the customer site where a definitive cause could not be found. Multiple parts of the instrument were checked and adjusted. Some parts were replaced as a preventive measure. Analyzer performance checks were within specification and the customer ran qc with acceptable results. Calibration and qc results were acceptable. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.